Manufacturer narrative:
The device was received for investigation. The balloon was confirmed to be ruptured. While the reported issue was confirmed, the exact root cause of the balloon rupture could not be determined. Balloon ruptures are an inherent risk of using this product. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. As stated in the IFU, complications may occur during the use of embolectomy catheters. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of an aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage. Arterial rupture or balloon failure due to sharp calcified plaque may occur. The possibility of balloon rupture must be taken into account when considering the risks involved in the catherization procedure.

Event description:
When the balloon was inflated at the volume specified in the package insert for use in the upper arm, it ruptured. The procedure was successfully completed with a different product. No injury was reported to the patient.